Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered three inappropriate shocks due to conducted atrial fibrillation (af). The patient was given medication to reduce the conducted af. The crt-d was reprogrammed to adjust the ventricular tachycardia (vt) zone and remains in use. No further patient complications have been reported as a result of this event.